Event description:
Patient was place on ECMO with the cannula in question, estimated date is (B)(6) 2022. The nurse manager for their ECMO ICU unit notified me that their 31 fr dual lumen cannula "de coupled" while on a patient. The patient was sitting up in bed when this happened. The drainage hub of the dual lumen cannula came undone and disconnected from the cannula. The ECMO circuit filled with air. The ECMO specialist were very quick to react and clamped the circuit. The patient was very stable during this time. They were able to re cannulate the patient with a different cannula. The patient is doing well on ECMO now and noted no significant blood loss or significant clinical deficiencies.